Event description:
On (B)(6) 2019, during an implantation procedure, a ventricular lead was connected to the subject pacemaker. The ventricular setscrew was tightened with the provided screwdriver until it clicked. Then the screwdriver was used to tighten the atrial setscrew. However, it did not click and turned around freely. As a screwdriver anomaly was suspected, the ventricular setscrew was again tightened and the screwdriver clicked. The atrial setscrew was again tightened, however, the screwdriver did not click. An anomaly with the atrial setscrew was suspected. The atrial setscrew was removed from the atrial connector block and was found stuck on the tip of the screwdriver. The pacemaker was replaced. Both leads were connected to a new pacemaker with no problem and the procedure was finished.

Manufacturer narrative:
The device model involved in this MDR is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Event description:
On (B)(6) 2019, during an implantation procedure, a ventricular lead was connected to the subject pacemaker. The ventricular setscrew was tightened with the provided screwdriver until it clicked. Then the screwdriver was used to tighten the atrial setscrew. However, it did not click and turned around freely. As a screwdriver anomaly was suspected, the ventricular setscrew was again tightened and the screwdriver clicked. The atrial setscrew was again tightened, however, the screwdriver did not click. An anomaly with the atrial setscrew was suspected. The atrial setscrew was removed from the atrial connector block and was found stuck on the tip of the screwdriver. The pacemaker was replaced. Both leads were connected to a new pacemaker with no problem and the procedure was finished.